Manufacturer narrative:
The (B)(4) registry indicated that there were no major adverse events related to the angioguard or to the stent. The only technical issue was related to the tortuous loop in the vessel which provided a short landing zone for the angioguard and stent. This did not allow for the original precise stent to completely cover the lesion. A second similar product was deployed adjacent to the first stent to cover the lesion. The lesion was pre and post dilated once the stents were deployed. The procedure report indicated that there was severe stenosis of the high right internal carotid artery that would have been anatomically challenging for carotid endarterectomy in this high risk patient. The patient had a tonsillar loop that prevented the use of an embolic protection device during the second stent placement. However, the embolic protection device was used during pre-dilation, then the first stent was placed, as well as post-dilation procedures, there were no complications, and the severe greater that 85% stenosis that now fails to demonstrate any significant stenosis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15011529 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and procedural factors and is not related to a product quality issue.

Manufacturer narrative:
The (B)(4) study indicated that patient (B)(4) was admitted with nih score of 0 and asymptomatic. The medical history consisted of hyperlipidemia, abnormal stress test, diabetes mellitus, coronary artery diseases, myocardial infarction, coronary percutaneous revascularization, and hypertension. During the index procedure, angiography of the carotid vasculature showed that the proximal (rica) right internal carotid artery (target site) was severely tortuous with >/= 2 bends and > 90 degrees within 5mm of the lesion, vessel measure 5.5, not calcified, no thrombus present at the site, 85% stenosis, and length was 20.0. The arch type was I. During the procedure, the external carotid artery was access. The catheters and wire were exchanged, and the sheath was exchanged for a 6-french sheath that was positioned into the common carotid artery. The embolic protection device was then deployed in the ica proximal to the tonsillar loop. It was very difficult landing zone; it was a very short landing zone. The lesion was predilated with a 4x2 balloon after 7mm embolic protection device was deployed. However, because of the very short landing zone, the lesion could only be partially covered with the first 8x40 precise stent. The first stent was at the proximal section of the lesion, and the only way to place second stent was to remove the embolic protection device, due to the short landing zone, and placed the second stent. A 0.018 wire was positioned, and a second 8x40 precise stent was deployed at the site. A new embolic protection device was placed and deployed, and then follow-up angioplasty was performed to 5mm. Both angioguards were removed without debris in either device. The total stented segment was 40.0. The target vessel was patent and there was < 10% residual stenosis. There were no major adverse events associated with the stent or angioguards. Additional information will be submitted within 30 days of receipt.

Event description:
The (B)(4) registry indicated that there were no major adverse event related ca, the angioguard or to the stent. The only technical issue was related to the tortuous loop in the vessel which provided a short landing zone for the angioguard and stent. This did not allow for the original stent (precise pro rx us carotid syst-pc0840rxc) to completely cover the lesion. A second similar product was deployed adjacent to the first stent to cover the lesion. The lesion was pre and post dilated once the stents were deployed. The procedure report indicated that there was severe stenosis of the high rica that would have been anatomically challenging for carotid endarterectomy in this high risk patient. The patient had a tonsillar loop that prevented the use of an embolic protection device during the second stent placement. However, the embolic protection device was used during pre-dilation, then the first stent was placed, as well as post-dilation procedures, there were no complications, and the severe greater that 85% stenosis that now fails to demonstrate any significant stenosis.